Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.